Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) stenting procedure, stent damage was noted. The lesion was located in the right coronary artery. The physician requested a 2.75x24mm liberte bare stent and it was noted that the stent was "broken". The procedure was completed with another 2.75x24mm liberte bare stent. There were no pt complications. Pt status is reported as "stable".